Manufacturer narrative:
Terumo received the actual device and the complaint was confirmed. The tubing was only threaded through one end of the small tubing clamp with the blue tape on line 1a. This is human error which was not detected during random inspection. Complaint will be included in associate awareness training. The device history did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
It was reported to terumo cardiovascular systems that the blue line on the multi perfusion adapter was not threaded through clamp properly causing blood to leak. Clinical review reported that during the first dose of cardioplegia, the line with the blue roberts clamp was not connected to a cannula or vein graft. As cardioplegia was being delivered, the cv surgeon and other associates observed blood cardioplegia solution being spilled on the surgical drapes and on to the floor of the operating room and on the cv surgeon¿s shoe (no skin contact). About 200ml of non-infectious blood was lost before the leak was discovered. As the leak was discovered, a tubing forcep was placed on the tubing to stop the flow of blood and solution. No more leakage occurred after the line was clamped. The case was completed successfully without delay and the blood loss did not lead to a transfusion. There was no harm observed or reported.